Event description:
The customer observed a falsely elevated architect stat troponin-I result for a 27 year-old male patient sample. The following data was provided (customer¿s reference range <0.034, critical range: >/= 0.12): 13feb2024 sample ID (B)(6) result = 0.013 ng/ml same patient, new sample; sample ID (B)(6) result = 0.120 ng/ml, repeat result on different analyzer with serial number (B)(6)= <0.010 ng/ml same patient, new sample; sample ID (B)(6) result = <0.010 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Trending review determined no related trend for the issue for the product. The historical performance of the lot 73237un23 was evaluated using worldwide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 73237un23 are within the established limits. Device history record review did not identify any potential non-conformances, deviations, or non-conformances with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 73237un23 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a 27 year-old male patient sample. The following data was provided (customer¿s reference range <0.034, critical range: >/= 0.12): (B)(6) 2024 sample ID (B)(6) result = 0.013 ng/ml. Same patient, new sample; sample ID (B)(6) result = 0.120 ng/ml, repeat result on different analyzer with serial number (B)(6) = <0.010 ng/ml same patient, new sample; sample ID (B)(6) result = <0.010 ng/ml no impact to patient management was reported.